Event description:
It was reported that the customer went to the hospital twice. On (B)(6) customer passed out at breakfast. Customer stated that his blood glucose level that day was a little elevated in the upper 100's mg/dl. Customer stated that his health care provider cleared him of stroke, heart attack, and being diabetes related. Customer had a second incident during the first week of (B)(6). Customer stated that he passed out while he was in radiology. Customer's blood glucose level was about 170 mg/dl. Customer was surrounded by health care professionals that he knew and they ran all the tests. Customer stated that there was no conclusive information to what caused him to pass out. Customer was currently driving. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.